Event description:
To hamilton medical ag was the following reported: blower fault alarm during service and blower speed low alarm during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: evaluation of the log files showed that: te 231009 - blower speed too low first occurred on (B)(6) 2023 at 20:01:10 during ventilation. The user then restarted the unit several times to see if this te disappeared, but this did not happen because the te occurred several times. The tf 431002 - blower fault first occurred on (B)(6) 2023 at 20:21:16, at which time the unit was in standby. During the repair on 01.06.2023, this tf occurred 3 more times. Conclusion: blower defective. Correction: replacement of the blower module. No patient harm was reported. Service software was performed successfully and device is back in use.